Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s peritoneal dialysis nurse (pdrn) discovered a fluid leak from the cassette lines after removing the cassette from the cycler. Fluid was observed on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cause of the leak is unknown. Upon follow up, the pdrn stated that the fluid leak occurred during treatment. The patient was prescribed prophylactic antibiotics, name, dosage and route were not provided. Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler after resetting up with new supplies. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.